Event description:
During follow-up, far field r-wave oversensing resulting in automatic mode switch episode was observed. Abbott technical support was contacted and recommended reprogramming the device. No intervention has been performed at this time. The patient was in stable condition.